Event description:
A user facility nurse reported that a pt went into respiratory arrest during treatment on a 550 device. Five minutes after the beginning of the treatment, the pt appeared dusky, had no respirations, and their blood pressure dropped (values not reported). The pt was administered 100% oxygen (method and dose not reported) and 1 liter of normal saline (route not reported). The pt then regained normal respirations, vital signs stabilized, and the pt was alert. The pt fully recovered. The nurse reported that she does not attribute the cause of the event to the hemodialysis machine or the dialyzer used. Treatment parameters consisted of a 400 ml/minute blood flow rate, 500 ml/minute dialysate flow rate and a four-hour intended treatment.